Event description:
It was reported that the balloon did not deflate before use. No patient complications were reported.

Manufacturer narrative:
Examination of the device in the product evaluation laboratory revealed that the balloon inflated and deflated within two seconds with the syringe detached. The specifications for deflation is 4 seconds. No defect found.